Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under her left breast caused by a gel leak from the therapy electrode (te). Follow-up indicated that the patient was prescribed an ointment and that the rash had improved.